Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. The other graftmaster stent referenced is filed under a separate medwatch manufacturer report reference number.

Event description:
It was reported that the graftmaster stent was used to treat a perforation that occurred in the left anterior descending (lad) with the use of an unspecified device. While advancing the graftmaster to the perforation, the proximal shaft detached. The shaft was successfully snared and removed; however, the perforation diameter increased. Another graftmaster was inserted, but failed to cross the perforation. The procedure was completed using coils. There was no reported adverse patient sequela. The patient has subsequently been discharged. No additional information was provided.